Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The pott scissors instrument was analyzed. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The instrument was fully functional. No product issue was identified. The complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted general surgical procedure, the 8mm potts scissors had a broken loose cable. The procedure was completed as planned with no reported injury.